Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient felt burned and hurt while trying to send a transmission. The caller was encouraged to work with the doctor. No troubleshooting steps were indicated. The status of the monitor is unknown. No patient complications have been reported as a result of this event.